Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Programming attempts were unsuccessful. The patient is terminal and lead repositioning was not an option. The family and physician agreed to disable tachy therapies.